Manufacturer narrative:
The golvo mobile lift is intended to be used for transferring patients (adult or children) between devices (e.g., within the room), floor lifting, horizontal lifting, supporting patient limbs, ambulating patient, bathing patient, toileting patient, weighing patient and transferring patients from car. Intended for use in following environments: health care, intensive care, emergency ward, rehabilitation, habilitation. Upon inspection, the hrc technician confirmed the front right wheel had detached, it was additionally noted that the battery was not holding a charge and needed to be replaced. Replacement parts were ordered to repair the lift. Periodic inspection 3en371001 rev. 5, under section 3 states: castors - wheels roll the lift along the floor. Check to ensure that all wheels roll and turn freely. Make sure the wheels are fastened. Lock the brakes, make sure the wheels do not turn and the housing does not swivel when the lift is pushed. There should not be any play between the fork and the wheel nut. If the battery was not holding a charge it would not pose any risk to the user or patient and is not considered to be a reportable malfunction. Although there was no patient injury associated with the reported event, if the front wheel detaching from the lift were to recur, it could contribute to a serious injury or death. Therefore, hillrom considers this complaint a reportable malfunction.

Event description:
The customer alleged the front right caster was broken; it came off the lift. There was no allegation of patient or caregiver injury or death reported from this alleged incident. This incident was captured under hillrom complaint ref (B)(4).